Manufacturer narrative:
If implanted, give date: not applicable, lens not implanted. If explanted, give date: not applicable, lens not implanted. Additional information: device available for evaluation ¿ yes, returned to manufacturer on 10/01/2018. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that haptic torn off when coming through cartridge. Technician may have not had enough visco in cartridge. There was patient contact reported. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: it was learnt that there was no patient contact, therefore no patient injury, no intervention required. This lens was not used on patient. Hence, patient was doing fine. The issue occurred during handling. Based on additional information that there was no patient contact, this report no longer meets reportability criteria for a reportable malfunction. No further filings will be submitted for this report number no 3011852734-2018-00182. No further information provided. Device evaluation: the product was received in its original packaging and labelled. Visual inspection with unaided eyes showed that the lens case is opened and contained no lens. Further examination also showed no lens contained in the box. No testing can be performed since the lens is not physically returned. The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed only one (1) additional investigation request for this production order. However, there is no indication of product malfunction and is not part of non-conformance or exception report. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.